Event description:
The manufacturer received information alleging a ventilator would not read pressure. The device was not in patient use. During the evaluation of the device at a third party service center, an internal tubing was found to be disconnected. The device's tubing was reconnected to address the issue.